Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated it showed my blood sugar dropping by 70 in 20 minutes and when I checked the number the inaccuracy was 200 points off. At the time of contact, no injury or medical intervention was reported.